Event description:
A dreamstation auto CPAP device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. In addition, the service technician stated that ds log was unretrievable due to error 7050. The device was scrapped by the service center after the evaluation was completed.